Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected tachycardia episodes which were identified as noise. It was further reported that the icm detected atrial fibrillation (af) that looked to be sinus with premature atrial contraction's (pac). The icm remains in use. No patient complications have been reported as a result of this event.